Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 02/03/2016 to 05/09/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Twenty two (22) bi's were received with one (1) suspect positive bi and 21 unused bi's. All unused bi's had red ci disc each, with cap not depressed, purple media ampoule intact in uncrushed vial. The suspect positive bi has ci disc that is gold, the cap is depressed, the vial is crushed, and there is yellow media in the vial with which to confirm the suspect positive result. The suspect positive bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures on the plastic vial or tyvek liner that would be consistent with false positive from external contamination. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found trending was not exceeded in this lot. An issue with sterrad performance is also unlikely as the cycle passed and the chemical indicator changed appropriately. The cyclesure retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is cyclesure bio indicator. \catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 22515263. Expiration date ¿ the correct expiration date is 12/31/2016. (B)(4). Suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad nx cycle. The bi was incubated for 72 hours. The chemical indicator (ci) changed color correctly. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.